Event description:
Meter is not accurate. Analysis run on clark error grid using mean average readings (53) vs. Bd readings of (30,75) yielded data points in the d zone of the grid, outside of acceptable limits.